Event description:
The reporter stated that the locknut was insecure. During an x-ray procedure, the umbilical artery catheter became disconnected from the blood pressure transducer. No patient injury or treatment was associated with this event. This issue was reported to medex medical by the medical device agency on behalf of the hospital.